Event description:
The lead was explanted due to a report of j retention wire fracture and j wire has separated/migrated from lead body. The physician reported there was no complications associated with the explant.